Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a blood leak, which filled one third of the drip tray on the coulter lh750 hematology analyzer slidemaker. On the same day, the field service engineer (fse) inspected the instrument and found that the leak was coming from the top of the rinse block, which was caused by a clog from the rinse block to the vacuum chamber in the rinse line. The fse then replaced the vacuum, the rinse tubing, and the fittings from the rinse block to the vacuum chamber, which resolved the leak issue. Customer stated that no one came in contact with the fluid and there was no impact to sample results as a result of this issue. Also, no injury was reported, nor was medical attention sought.